Manufacturer narrative:
The pt was admitted for non-ruptured cerebral aneurysm. Aspirin and plavix were administered prior to the procedure. The procedure was performed under anesthesia, and the pt was given systemic antibiotics prior to obtaining access. A 6french sheath was inserted in the right femoral artery, and a 6french mpc envoy 90 cm catheter was used to select the (lva) left vertebral artery. There was significant catheter induced vasospasm. The pt was given 5ml of verapamil intra-arterially in the lva. The (rva) right vertebral artery was selected and again there was nearly occlusive vasospasm. The catheter was pulled down near the origin of the rva, and additional 5mg of verapamil was given intra-arterially. The rva was selected more distally and initial angiograms were performed. The angiogram showed a small broad neck aneurysm arising from the basilar tip eccentric towards the right with some extension along the right p1 segment. The maximal diameter of the aneurysm is about 6-8mm. The basilar tip is tilted to the right. There is an acute angle between the basilar artery distally and the proximal right posterior cerebral artery. It was this reason that previous attempts at endovascular treatment of this aneurysm had been unsuccessful. During the index procedure the pt was heparinized and a microcatheter was used to select the distal right posterior cerebral artery. A 22mm enterprise stent was positioned and deployed across the neck of the aneurysm with the distal end in the proximal p2 segment and the proximal end in the upper vascular trunk. Following the deployment, angiograms, showed good position of the stent and no distal emboli or alteration of flow. The microcatheter was advanced over the wire into the aneurysm. A hand injection angiogram demonstrated no vessels arising from the aneurysm dome. The aneurysm was occluded with multiple coils under biplane fluoroscopy. Angiograms were performed prior to detachment of some of the coils and at the conclusion of the procedure. The angiograms performed during coiling showed progressive occlusion of the aneurysm dome and no distal emboli. There is no encroachment by the coil mass on the parent vessel. Incidental note is made of a very short segment fenestration on the basilar artery origin primary related to the distal right vertebral artery. The final angiogram demonstrated 95-99% occlusion of the aneurysm, and no appreciable finding of the aneurysm dome post treatment and no distal emboli. The product will not be returned for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
During an embolization procedure, spasm of the left vertebral artery was induced with the 6 french envoy mpc 90 cm- guiding catheter. The spasm was treated with 5 mg of verapamil intra-arterially at the proximal left vertebral artery. The guiding catheter was then positioned in the right vertebral artery, and there was catheter induced nearly occlusive vasospasm of the artery. The catheter was repositioned near the origin of the right vertebral artery, and the spasm was treated with an add'l 5mg of verapamil intra-arterially through the guiding catheter. The right vertebral artery was selected more distally and initial angiograms were performed.